Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed denovo target lesion was located in the severely tortuous and calcified distal left circumflex artery. For predilation, a 15mm x 2.5mm maverick 2 mr balloon catheter was advanced to the target lesion and inflated to 8 atms, during the second inflation at 12 atms a balloon rupture occurred. The maverick 2 mr balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).